Event description:
It was reported that multiple cartridges were cracked at the t:lock/luer lock, interrupting insulin delivery. Customer loaded a new cartridge to address the issue. Customer's blood glucose level was 250-280 mg/dl.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.